Event description:
An article in the journal of vascular surgery reports a retrospective review that was conducted on all pts who underwent an open conversation after a previous evar for an aneurysm-related indication from 2001 to 2011. Before open conversion was performed, an endovascular approach was attempted first to treat pts with asymptomatic aneurysm growth and in select cases of rupture. This article describes a pt who presented with a type I endoleak with endograft migration. The pt was converted to open repair to address the endograft migration.

Manufacturer narrative:
The root cause of the type I endoleak is unk. Chaar cassius i.o., et al. "Delayed open conversations after endovascular abdominal aortic aneurysm repair." Journal of vascular surgery. In press.